Event description:
It was reported bd¿ eccentric luer slip tip had liquid on the stopper. The following information was provided by the initial reporter: "lubricant is visible on stopper and could contaminate for lab purposes."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported bd¿ eccentric luer slip tip had liquid on the stopper. The following information was provided by the initial reporter: "lubricant is visible on stopper and could contaminate for lab purposes.".

Event description:
It was reported bd¿ eccentric luer slip tip had liquid on the stopper. The following information was provided by the initial reporter: "lubricant is visible on stopper and could contaminate for lab purposes."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.